Event description:
An implant card was received indicating that the patient's generator and lead were replaced due to low impedance. The device has been explanted but not returned to date. No other relevant information has been received to date.